Manufacturer narrative:
Batch review performed on 01 oct 2024: lot 2249822: (B)(4) items manufactured and released on 17-apr-2023. Expiration date: 2028- 03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: after implantation of a cemented tka bilaterally on an overweight lady, the left knee shows suboptimal kinematics, with the tibia shifting backwards before the actual flexion starts. This may be due to suboptimal position of the components, with the tibial plateau too advanced and the medial distal femoral condyle resting on the posterior lip of the tibial insert. The tibia may have an excessive internal rotation and perhaps a slight anterior slope and this may contribute to the problem being perceived by the patient. It is also possible that the varus/valgus alignment between femur and tibia is suboptimal when the femur is lying correctly on the center of the concave sphere in the insert. We do not think that this problem is related to malfunctioning or defective device. Preliminary investigation performed by r&d project manager: complaint for a patient treated with a gmk sphere implant and showing tibial posterior movement during kneeling (at about 90° of flexion) when the harmstring is activated. In all the other daily life activities the knee is stable. Looking at the video showing the behaviour of the knee during the activation of the kneeling phase, we can see the posterior translation of the tibia. This is likely related to a loose medial collateral ligament in flexion that could lead instability, particularly in activity when the body load is not applied. There is no evidence that the event is related to a faulty device. Additional items involved in the event, batch review performed on 01 oct 2024: gmk-sphere femoral component sphere cemented size 3+ r (k140826) lot 2308890: (B)(4) items manufactured and released on 12-jul-2023. Expiration date: 2028-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere tibial tray fixed cemented size t4i3 r (k121416) lot 2304555: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
During kneeling movements approaching 90º of flexion, an abnormal posterior translation of the tibia is observed when the hamstrings are activated. Following this translation, the range of motion (rom) returns to normal without any further abnormal movement.